Event description:
The customer reported that while the unit was in use on a pt the unit displayed "low helium". There were no alarms. The unit then had autofill failure and shutdown. The pt was switched to another unit and therapy was continued. No pt injury was reported.